Event description:
The hospital reported that during the saphenous vein harvesting procedure, the tunnel collapsed. An extra incision was made to retrieve the vein. No further patient complications were reported by the hospital.